Manufacturer narrative:
The complaint was received and evaluated. The device was not returned; therefore, an analysis of the device could not be conducted. The DHR was reviewed and there were no non-conformaces associated with lot # 104005. The lot met all release specifications. At the time of the investigation, there were no CAPA and no trend associated with implant fracture complaint category. There was no trend associated with lot# 104005. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process.

Event description:
Dr. (B)(6) was putting in a banana cage and part of the cage broke when he was hammering it in. (B)(6) believed the scrub tech did not load the cage properly which caused the malfunction, dr. (B)(6) ended up leaving it in on one side and putting in a short plif cage on the other side.